Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a punctured opening assessed as to surgical damage like. Additional observations: crease fold observed in the surface of the shell. White particles in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.